Manufacturer narrative:
Document review: gmk fixed baseplate - (B)(4)/ lot. 100138 (B)(4). The analysis of the batch records was done and each manufacturing step was done following the specifications in force. From the document review no anomalies were found. Moreover, (B)(4) of the lot were implanted and, up to now, no other similar cases were reported. The event is high likely not device related: tibial baseplate loosening is a known complication in total knee arthroplasty.

Event description:
The patient was in pain after the surgery. On (B)(6) 2011 the surgeon made a gmk revision surgery. During the revision he detected that there was no more cement on the tibial tray.